Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. No portion of the device was reported available. Reference(B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the second coil encountered resistance during deployment. It appeared that the coil perforated the aneurysm resulting in bleeding. The physician detached the coil and advanced and deployed two other coils successfully to the site and the bleeding stopped. At the end of the embolization, the scan revealed no particular problem. The patient woke up normally.